Event description:
It was reported that, during a cori assisted tka surgery, one (1) real intelligence cori planned fine. The distal femur was burred, and the entire surface was white. The cutting block was put on, and it showed they were extending 4-5 degrees and 2 mm above the current anterior cut. After checking, the tibia was cut in case the block was being held up from that aspect. Upon re-checking, it still showed the same anterior cut being off. The top hat on the distal cut was then used; although they had completely white surfaces, it was showing the surgeon that the flexion slope was off by 2 degrees. The checkpoints we checked, and they had not moved. In the end, the surgeon did not like how the cutting block was fitting. It was even pinned as its correct 0´s from forcing the block. The procedure was resumed, after a non-significant delay, using the same device. No injury was reported as a result of this issue.

Manufacturer narrative:
H10: internal complaint reference: case: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.